Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the yellow o-ring had been visible at time of the alleged power malfunction; the patient was advised by the healthcare practitioner that that may have been the cause for the intermittent power issue and was instructed to tighten the battery cap until the yellow o-ring was no longer visible. No additional information was available. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.